Event description:
The micrusphere 10 cerecyte microcoil 3 mm x 5.4 cm (csp10030030/c15460) was stretched during insertion into the target aneurysm. An sl-10 microcatheter was used during the entire procedure. An adequate continuous flush was maintained through the microcatheter. There was no resistance between the guidewire and microcatheter when accessing the target site. There was no resistance during advancement and withdrawal of the coil through the microcatheter. The coil was not used like a guidewire to reposition the microcatheter. It is unknown if coil entanglement with previously placed coils was suspected to contribute to the event. The coil did not prematurely detach or break during removal. The target aneurysm was lt. Ica aneurysm.

Manufacturer narrative:
During coiling of a left ica aneurysm, a micrusphere 10 cerecyte microcoil 3 mm x 5.4 cm (csp10030030/c15460) was stretched during insertion into the target aneurysm. An sl-10 microcatheter was used during the entire procedure. An adequate continuous flush was maintained through the microcatheter. There was no resistance between the guidewire and microcatheter when accessing the target site. There was no resistance encountered during advancement and withdrawal of the coil through the microcatheter. The coil was not used like a guidewire to reposition the microcatheter. It is unknown if coil entanglement with previously placed coils was suspected to contribute to the event. The coil did not prematurely detach or break during removal. No injury to the patient was reported. None of the devices used in the procedure were returned for analysis. Without the return of the device, the complaint cannot be confirmed and a root cause cannot be determined. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The labeling in the instructions for use provides direction on how to minimize the occurrence of coil stretching, and appears to be adequate for this purpose. Therefore, no correction action is warranted at this time.

Manufacturer narrative:
Updated: during coiling of a left ica aneurysm, a micrusphere 10 cerecyte microcoil 3 mm x 5.4 cm ((B)(4)) was stretched during insertion into the target aneurysm. An sl-10 microcatheter was used during the entire procedure. An adequate continuous flush was maintained through the microcatheter. There was no resistance between the guidewire and microcatheter when accessing the target site. There was no resistance encountered during advancement and withdrawal of the coil through the microcatheter. The coil was not used like a guidewire to reposition the microcatheter. It is unknown if coil entanglement with previously placed coils was suspected to contribute to the event. The coil did not prematurely detach or break during removal. No injury to the patient was reported. As viewed through the returned packaging, the coil was found to be stretched as reported, and was returned unsheathed and unprotected. It cannot be determined if additional coil damage occurred from the post-procedural handling and packaging. Located at the distal tip of the skive, the core wire protrudes outside the sheath. No mechanical sheath damage was found at the protrusion site. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch has been fractured and the surrounding edges have been raised above the surface plane. The locking mechanism has compression and stretching damage. There are two possible contributing factors to the coils stretching and damage. The primary contributing factor to the coil stretching in the aneurysm may have been due to the coil becoming temporarily anchored on the coils already dwelling inside the aneurysm, on itself, or from the distal tip of the microcatheter. When the anchored coil was being advanced and/or retracted, the anchored coil would have stretched. . For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿caution: if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system. Caution: if the microcoil is positioned at a relative sharp angle to the microcatheter, a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the catheter at or slightly inside the ostium of the aneurysm, the microcoil may be more easily funneled back into the microcatheter.¿ in addition, without the identification or the return of the unknown microcatheter used in the procedure, it cannot be determined if this component contributed to the complaint event. The secondary contributing factor to a portion of the coil damage, the resheathing tools separation from the sheath, and the core wires protrusion outside the sheath may have occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath is pulled straight back, the locking mechanism can catch the inside of the v notch of the resheathing tool and become embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath may also have caught the v notches extended edges. This would produce a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produces significant resistance which causes the core wire to protrude outside the sheath and a portion of the coil damage to occur. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown diagrammatically¿¿ caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The coil stretching was confirmed through product analysis. The root cause of the stretching cannot be conclusively determined; however, procedural/handling factors that are addressed in the IFU may have contributed to the failure. Since there is no evidence the stretching was related to a design or manufacturing issue, no corrective action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product will be returned for analysis, but it has not been received to date. Additional information will be submitted within 30 days of receipt.